Event description:
The reporter stated the surgeon inserted an aa4204vl silicone plate lens and the lens was torn during insertion. The lens was removed without enlarging the incision and another lens was implanted. There was no patient injury.

Manufacturer narrative:
H6: evaluation results - visual inspection of the returned product showed that a haptic plate had torn off into the optic and was missing. There was a clear surgical residue on the lens. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.